Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned and analyzed. Analysis revealed outer insulation breached environmental stress cracking. It was noted there was blood on the proximal conductor (not obstructed) and there was cosmetic environmental stress cracking of the outer insulation. Attempts to obtain additional information were unsuccessful. (B)(4).

Event description:
The lead was returned to the manufacturer following the patient's death, was analyzed and tested out of specification. The cause of death was noted as cardiopulmonary arrest. Additional circumstances related to the patient's death have been requested and are not available.